Event description:
On (B)(6) 2009, the patient reported that half of the display of her infusion device is missing and there appears to be an "ink blot" on the left half of the screen. The patient confirmed that she was using the correct battery type. She inserted a new battery and was unable to resolve the issue. She stated that the infusion device has not been dropped or exposed to water or "significant" amounts of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.